Manufacturer narrative:
Review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the hcp stating the device did not figure into the issue.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional regarding a patient who was implanted with a neurostimulator for parkinsons dual and movement disorders. It was reported the patient has had seizure like symptoms. It was stated they had one 2 saturdays ago, on last wednesday, and then multiple smaller ones since. The patient was on keppra and other anti-seizure medications. No further patient complications have been reported as a result of this event.